Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via e-mail that the customer had gone to the emergency room due to diabetic ketoacidosis. The incident took place about eighteen months prior to being reported. Blood glucose level at the time of the emergency room visit was not provided. The insulin pump was not replaced or returned for analysis.